Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The nonconforming pneumatics manifold was replaced to address the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming pneumatics manifold. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the vitrector was not cutting at all. Additional information has been received stating that an alternate system was used to complete the procedure with no harm to the patient.